Event description:
This is a report of a home patient that experienced peritonitis and subsequently passed away. On an unreported date, the patient experienced edema and pulmonary congestion manifested by difficulty breathing. The patient was hospitalized for the edema and pulmonary congestion. On an unreported date, the patient had poor peritoneal dialysis (pd) outflow and inflow, which lead to missed pd therapy. On that same day as the hospitalization, the patient was diagnosed with peritonitis. On an unreported date, the patient started treatment with vancomycin (1gm, frequency, and route not reported) and amikacin (12.5 mg/l of pd solution, frequency, and route not reported) for the peritonitis. Three days later, the patient died due to pulmonary congestion. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports, of peritonitis, have been received. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.